Event description:
Meter was reading inaccurately high. The patient was comparing their meter to a hospital meter. The patient's meter read 201 and 194mg/dl and the hospital read between 150-160mg/dl. This is an invalid comparision. The patient did not report experiencing any symptoms. No treatment was reported. The test strips in good condition, the codes matched and the techniques for applying the blod to the test strip and cleaning the puncture site were done correctly. The patient performed two control solution tests, both failed. Based on the information provided, the meter did malfunctionm, however, there is no evidence of harm or injury. The meter is being replaced for the patient.